Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. It was noted that the implantable cardioverter defibrillator was post-paced t wave oversensing on the ventricular lead. The oversensing was noted on the stored electrograms. The patient did not receive therapy during the oversensing. Programming changes were discussed. No intervention or additional information was reported.